Manufacturer narrative:
The customer declined service for this event and a beckman coulter fse (field service engineer) was not dispatched. The customer has received a new instrument and are awaiting removal of the coulter ac*t diff 2 analyzer from the customer's facility. Although the leak was attributed to the wbc and rbc bath overflow, the cause of the bath overflow could not be determined at this time. (B)(4). The customer declined service.

Event description:
The customer reported a leak of approximately 20 ml from the wbc (white blood cell) and rbc (red blood cell) baths of the coulter ac*t diff 2 analyzer. The customer indicated that the leak was not contained within the instrument and that the vacuum isolator chamber was not draining. The customer was wearing personal protective equipment consisting of gloves, and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.